Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (11/27/2014) - correction. The information submitted in follow-up #1 regarding the test strips results reading below range when tested with control solution was incorrect. The correct information is as follows:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate control solution results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2014), the patient¿s control solution and test strips have been returned on 8/25/2014 and evaluated by lifescan product analysis on 9/18/2014 and 9/23/2014, respectively, with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. In addition, a secondary issue was noted when the test strips' vial was found to be cracked down one side. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be compromised during a gross leak test due to the vial being cracked down one side. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.